Event description:
Patient underwent uncomplicated ilasik on (B)(6) 2012. Patient called center shortly after discharge and complained of increase pain and change in vision right eye (od). Patient was advised to return to the center. Slit lamp evaluation (sle) revealed slipped flap od. Patient brought back to the laser suite and flap re-positioned. Epithelial defect present once flap was back in position. Bandage contact lens (bcl) placed od. Patient seen on (B)(6) 2012, visual acuity sans correction (vasc) 20/50. Epithelial defect healed but edema present. Removed bcl.

Manufacturer narrative:
(B)(4), evaluation: the equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform a system check. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.